Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER) on (B)(6) 2014, complaining of a return of symptoms and ¿not feeling right.¿ the pump had been refilled earlier that day, and the symptoms started shortly after. The pump was interrogated and no alarms were reported. The device system was used to deliver fentanyl. It was later reported that the patient had horrible pain since the last refill. Per the physician, the patient had been ¿doing horrible¿ since right after the refill. The patient went to the ER because of the pain. The physician planned to do a rotor and dye study the following week, but the appointment had not yet been scheduled. It was later reported that, 3-5 days after pump refills, the patient noticed ¿changes.¿ this happened after the last 3 refills. The patient was having increased pain and would go to the ER due to the pain. No changes were made to the drug and the pain would resolve itself a few days into the refill cycle. A follow-up appointment was scheduled for (B)(6) 2014. There were no discrepancies mentioned by the healthcare provider (hcp), but a manufacturer representative was going to have a discussion with him because he put more drug in the pump than he should. The device system was used to deliver baclofen and fentanyl. The pump was replaced on (B)(6) 2014. There was no patient injury, and the patient recovered without sequela. The representative clarified that they were aware of the replacement procedure on the date of the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump passed all testing. There were no anomalies seen in the logs. Since the pump passed all testing and had clean logs, it was been decided that no further testing was needed. Received for analysis was the catheter as well, segment 2 of which had two holes in an area about 1.5 cm from its proximal end. There was a hole on one side of the catheter and another on the other side in the same general area. This observation, along with the appearance of the holes themselves indicated a possible needle stick as the cause of the holes that were found.